Event description:
It was reported that patient was being replaced due to battery depletion. Implant card was later receive reporting that patient¿s device was explanted due to battery depletion and lead was explanted due to upgrade to a newer model. Battery life calculation was performed showing 0.0 years remaining until neos=yes. Generator and lead were received for product analysis. Generator product analysis was completed and reviewed, and the generator battery was found to be at end of service which was confirmed via measurement of the open can battery voltage. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found. Lead product analysis was completed and reviewed. A portion of the lead assembly was returned for analysis due to explant for desire of new generator model. Abraded openings were noted on the outer and the inner silicone tubing. The lead assembly had dried remnants of what appear to have once been body fluids inside the inner and outside silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cuts ends of the returned lead portions. Scanning electron microscopy images of the unmarked connector pin at an area where discoloration was noted show that pitting or electro-etching conditions have occurred at the discolored region. Also, scanning electron microscopy images of both the marked and the unmarked connector pins shows that fine pitting has occurred at the areas where opaque/dull appearance was noted. However, no obvious adverse effect was identified on the device performance as a result of this condition. Note that since the lead electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above-mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.